Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, at the start of the surgery, the state of the status indicator lights, 5 white lights, handle indicator, adapter indicator, and reload indicator were flashing. The stapler was unable to fire, and the surgeon was unable to press the green button. Another system was used to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.